Event description:
It was reported that pump experienced malfunction alarms with code malf 0 that occurred at least three times, with no notable events before the issue and unknown impact on the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer, who was a truck driver without backup insulin therapy, was assisted by technical support in attempting to reset pump and was advised to contact healthcare provider if pump did not reset, and technical support arranged shipment of replacement pump with updated software, confirmed address and delivery preferences, provided instructions for placing old pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.